Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshooting the issue. They completed the following actions: flushed the ise system with sodium hypochlorite. Replaced the reference electrode as the rubber seal was torn. Replaced the reference valve. All pump hoses were replaced. All verification checks were within specification after the completion of these tasks. No further erroneous results generated. No further issues were reported by the customer. There is sufficient evidence to suggest the cause of the questioned results are due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. (B)(4).

Event description:
The customer reported the generation of an erroneous high ion selective electrode (ise) patient result on their beckman coulter au5800 clinical chemistry analyzer. The erroneous patient result was not reported outside of the laboratory. There was no report of change to patient treatment in connection with this event. The customer reported receiving a mid-standard error and a serum stability error.